Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history revealed multiple warnings regarding no delivery/exceeding the total daily dosage on the date of the reported issue. The sum of the total delivery up to the time of the warning did exceed 100 units. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The prime history showed the prime value during cartridge changes on (B)(6) 2014 was less than 5 units. The pump passed the delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas requesting to review the pump, stating it would not allow a 20.05unit bolus to be delivered and alleging that the patient¿s blood glucose (bg) was over 600mg/dl with symptom of nausea. The reporter noted that the site had been changed recently and that adjustments had been made by the patient¿s healthcare provider (hcp) the same week related to puberty. The reporter stated that the pump showed an ¿exceeds max tdd¿ warning when the 20.05unit bolus was attempted. Customer technical support assisted the reporter with increasing the maximum total daily dose settings so the bolus could be delivered. The pump was found to be functioning as programmed and no pump defects were found during troubleshooting. The reporter was advised to contact the patient¿s hcp to discuss maximum limits. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to inadequate response to an appropriately emitted alarm.